Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: ongoing. If additional information is received a follow up report will be submitted.

Event description:
It was reported that the tip blunt/broke off inside patient intraoperatively. It was reported that a percutaneous peritoneal dialysis catheter insertion was attempted; the patient received IV flucloxacillin, oral oxycodone, and sublingual lorazepam pre procedure. The bladder was empty per scan and the visceral slide was identified on ultrasound. The received 20ml 1% lidocaine with adrenaline and a midline incision was made. The surgeon used a self-retaining retractor, and two attempts were made with the sheathed introducer needle but unable to puncture through to the peritoneal membrane. The veress needle was attempted twice and after the second attempt the tip of the blunt outer retractable part of the veress needle was noted to be missing. It was reported that the equipment was checked prior to the start of the procedure and was intact. Immediate action taken: the procedure abandoned, and an x-ray was ordered and the patient was under close observation by ward medical and nursing teams. The x-ray was suggestive of a foreign body and a CT was ordered which confirmed the foreign body. The transplant/dialysis access surgeons located at central manchester hospital were alerted and asked for advice. Initially it was suggested that they would be able to remove and place a peritoneal dialysis catheter within the next few weeks. Then amended advice and asked to request review from srft general surgeons. Additional information has been requested, however, not yet received.

Manufacturer narrative:
Investigation: the investigation was carried out by the responsible q-coordinator of the porduction plant. The investigation was carried out visually and microscopically. The material has been tested and found to be according to the specification. Furthermore, the analysis of the fracture pattern illustrated a forced fracture due to overload. No pores inclusions or foreign bodies could be found on the point of rupture. The working end is slightly bent, most likely caused by a leverage effect during handling or reporcessing. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available, as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. Rationale: it is almost certain that a mechanical overload situation led to the breakage, possibly during handling or tilting in a basket during reprocessing. Visual investigation and the material test indicated that the quality requirements are within the specified tolerance rance. No CAPA is necessary.